Manufacturer narrative:
Preliminary analysis showed that based on the provided data, no issue has been identified with the concerned device.

Event description:
Reportedly, the patient died at the hospital in (B)(6) on (B)(6) 2013. A letter received from patient's wife alleges that the patient death may be related to inappropriate care by medical team in (B)(6). The patient was buried, and the ICD remained in patient's body.

Manufacturer narrative:
A new letter was received from the patient's wife, with new relevant data to analyze. Based on the analysis of the newly provided data, the conclusion of the analysis remains unchanged: no issue has been identified with the concerned device.

Event description:
Reportedly, the patient died at the hospital (B)(6) 2013. A letter received from patient's wife alleges that the patient death may be related to inappropriate care by medical team in (B)(6). The patient was buried, and the ICD remained in patient's body.

Event description:
Reportedly, the patient died at the hospital in (B)(6) on (B)(6) 2013. A letter received from patient's wife alleges that the patient death may be related to inappropriate care by medical team in poland. The patient was buried, and the ICD remained in patient's body.

Manufacturer narrative:
A new letter was received from the patient's wife. It was confirmed by a physician that the patient's death was non-device related.

Event description:
Reportedly, the patient died at the hospital in (B)(6) on (B)(6) 2013. A letter received from patient's wife alleges that the patient death may be related to inappropriate care by medical team in (B)(6). The patient was buried, and the ICD remained in patient's body.

Event description:
Reportedly, the patient died at the hospital in (B)(6) on (B)(6) 2013. A letter received from patient's wife alleges that the patient death may be related to inappropriate care by medical team in (B)(6). The patient was buried, and the ICD remained in patient's body.

Event description:
Reportedly, the patient died at the hospital in (B)(6) on (B)(6) 2013. A letter received from patient's wife alleges that the patient death may be related to inappropriate care by medical team in (B)(6). The patient was buried, and the ICD remained in patient's body.